Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in recurrent peritonitis. The breach in aseptic technique was further described as due to improper operations. The patient was hospitalized and began treatment with unspecified anti-inflammatory drug (intraperitoneal) for the peritonitis event. At the time of this report, the patient has not recovered and remained hospitalized for the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in sep 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.